Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, a gradient of 25 mill imeters of mercury (mmhg) was observed an not treatment was reported. 2 years following the implant of this transcatheter pulmonary bioprosthetic valve, the patient underwent re-dilation of the valve. 6 years and 10 months following the pulmonary valve implant, e chocardiogram showed a peak and mean gradient of 41 and 22 mmhg across the valve, moderate pulmonary stenosis and moderate to severe pulmonary insufficiency. The patient was asymptomatic. Approximately 9 years following the pulmonary valve implant, the patient reported some symptoms but no treatment was reported. Approximately 11 years following the pulmonary valve implant, the patient had some tachycardia episodes, dyspnea with running and avoided certain activities. 11 years and 6 months following the pulmonary valve implant, magnetic resonance imaging (MRI) showed severe pulmonary insufficiency and severe pulmonary stenosis. Approximately 12 years and 1 month following the pulmonary valve implant, a valve-in-valve implant was performed to implant a new pulmonary valve. Pre-implant dilations of the valve were performed with a 16 mm x 4 centimeters (cm) dilation balloon (atlas gold) to high pressure, 18 mm x 4 cm, 20 mm x 4 cm and 22 mm x 4 cm dilation balloon (atlas gold) to their rated burst pressure (rbp) and left coronary angiography was performed with each dilation. No compromise of the left coronary flow was noted with any dilation. While performing the "dunk test" the physician did not feel like the valve (j016513) was opening and closing properly. The physician decided to use a new valve (f249432) and perform the same "dunk test" which they were satisfied with the observations of the valve opening and closing. The valve (f249432) was advanced and positioned across the previous valve. The valve (f249432) was delivered with inflation of the inner balloon to 5 atm and subsequent outer balloon to 5 atmosphere (atm) with a mild residual anterior and posterior waist. The posterior waist separated from the posterior component of the previously implanted valve due to the tissue between the old and new valves. A post-implant dilation was performed with an 22 mm x 4 cm dilation balloon (atlas gold) and inflated to 14 atm with mild improvement of the waists. Following the pulmonary valve (f249432) implant, mild pulmonary stenosis was observed with no treatment reported. The patient's systolic gradient between the right ventricle and main pulmonary artery decreased from 38 to 14 mmhg. No additional adverse patient effects were reported.